Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties and elective procedure, replacement went as planned. Device will not return as it was retained by the facility. No additional adverse patient effects were reported, the patient is well post-operatively. Electrocautery was used.